Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with catheter 2af284 / 85145-63 without any issues or system notices on the date of event. The data files confirmed system notices (#50012) was received indicating that the refrigerant delivery path was obstructed at application #12 and system notice (#50011) indicating that the refrigerant delivery path was obstructed at applications #13 and #14 for catheter 239f3 / 15994-84 on the date of event. The patient data files also showed at least five applications were performed with this catheter. The data bin files also showed four applications were performed with catheter 23935/89450-12 without any issues or system notices on the date of event. The clinical issue mentioned in the event cannot be confirmed through data analysis. In conclusion, the reported ¿system notices #50011 and #50012¿ issues were confirmed through data analysis. The reported ¿system notices #50011 was confirmed through testing. The sheath 4fc12 / 07516 was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 10:34:44: new incoming information received indicated that the patient had a pseudoaneurysm,as observed via computed tomography (CT) scan. The surgical procedure was completed on that same day, and the patient's hospitalization was extended. The patient is part of the stop persistent af clinical study. (B)(6) 2018: additional information further reported that during a cryo ablation procedure, an unknown system notice was received indicating a "coolant route" error. The cables were replaced without resolve. The electrophysiology (ep) catheter was then replaced, and the case was completed with cryo. Also. Post procedure, there was no abnormalities in the wound. There was no issue with the patient status. The patient was discharged under remission.

Event description:
It was reported that after a cryo ablation procedure, the patient had a pseudoaneurysm, as observed on a computed tomography (CT) scan. Surgical procedure was completed on that same day, and the patient's hospitalization was extended. The patient is part of the stop persistent af clinical study. No further patient complications have been reported as a result of this event.